Event description:
It was reported that a malfunction alarm occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to obtain the release date; however, no response was received.